Event description:
A 30cc iab was inserted. Clinicians reported that pump occassionally alarmed "helium leak". After approx. 1 hour, iab was removed as patient's condition was good. A re-insertion was not required. There were no reported patient complications.